Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic with a implantable cardiac monitor that was eroding from the pocket. The device was removed. The patient was stable before and after the procedure.